Event description:
It is reported that the surgeon was having difficulties inserting the stem. Reaming was conducted for the size of the stem and the stem seemed to be larger than indicated. Surgery was delayed 20 to 30 minutes.

Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. It is stated that the 14mm stem is approximately 0.25 mm larger than the 14mm. The surgeon is having difficulties in inserting the stems. This is resulting in surgery delays. Beaded hip stems have a manufacturing tolerance of 357mm total. It is likely that in this particular case, the device was within tolerance, but on the high end producing what appeared to be a tighter fit than usual. The nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on normal implant size variations the pt bone quality and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem . Based on the available info , the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.